Event description:
Pt developed post-op surgical site infection and meningitis after implantation of device. Device was removed in 1999 and pt required intravenous antibiotics until 5/8/99. Will remain on oral antibiotics (cipro and minocycline) about 11/99. Pt was discharged to home on 5/26/99.